Manufacturer narrative:
Service was not dispatched. There is no evidence of pre-analytical sample handling issue and no indication that the access toxo igg reagent was returned for evaluation. Beckman coulter (bec) complaint handling unit (chu) testing of the customer supplied neat sample confirmed the customer's equivocal access toxo igg results. Further testing of the sample, with both animal derived blocker proteins and a blocker related to alkaline phosphatase, did not decrease the sample's signal confirming that there was no presence of a patient source interferent related to either heterophilic or alkaline phosphatase interference. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a reproducible, equivocal toxoplasmosis gondii igg (access toxo igg) result for one (1) patient on their laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) that was discordant to two (2) other methodologies. The customer reanalyzed the patient's sample the same day on the same unicel dxi 800 access immunoassay system and obtained a similar equivocal result. The customer sent the patient's sample to a reference laboratory and had it analyzed on two (2) alternate methodologies, an elfa (enzyme-linked fluorescent assay) method and an unknown chemiluminescence method. Both methodologies produced discordant, higher results above the normal reference range of the respective assays. The access toxo igg results were not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Quality control (qc) and system check were both performing within specifications at the time of the event. The patient's sample was collected in a serum tube with a gel separator. The sample was centrifuged at 2,000g (relative centrifugal force) for ten (10) minutes at 20 degrees celsius. There was no report of sample integrity issues reported by the customer. The customer sent the patient's sample to the beckman coulter (bec) complaint handling unit (chu) for further testing.